Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that failure to lock on wire occurred. A rotablator was selected for use. During preparation, outside the patient, it was noted that the guidewire could connect to the advancer but not lock. The procedure was completed with another of the same device. There were no patient complications ad the patient was stable following the procedure.